Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural images submitted for review showed when the valve was deployed to 80% it was at a deep position. When the valve was deployed to 100% there was good coronary flow. The transcatheter valve could be seen implanted in the surgical valve with a shallow implant. The angiogram confirmed sluggish coronary flow in the left coronary system. The angiogram of the left coronary system confirmed the left anterior descending artery (lad) had poor perfusion. A coronary balloon angioplasty was performed, and a stent was placed in the lad after cardiopulmonary resuscitation (CPR) was attempted. The angiogram showed severe aortic regurgitation. Attempts to open coronary arteries were made with stents and balloons. The final angiogram confirmed that the coronaries were open after the stenting but there was no heart function. The cine review concluded that the transcatheter valve was 100% deployed in the surgical valve with a shallow position. The imaging provided only showed the angiogram before the balloon aortic valvuloplasty (bav) fracking and there was coronary flow seen on fluoroscopy. No imaging related to the fracking portion of the case was provided. Additional imaging confirmed that coronary perfusion was sluggish. Multiple angioplasties and stenting were performed to restore coronary perfusion, but cardiac function dramatically decreased. Based on the information received and the cine review, the transcatheter valve was successfully deployed inside the surgical valve in a shallow position. The reported complications (hypotension, coronary occlusion) occurred after the surgical valve was cracked. It should be noted that fracking of the surgical valve after the transcatheter valve is implanted is considered an off-label practice and is not supported by medtronic. It was reported that the transcatheter aortic valve (tav) did not result in the occlusion of the lad, but it was unknown if the cracked surgical aortic valve (sav) resulted in the occlusion or not. It was also reported that there was "hazy plaque" noted in the mid lad. The physician felt the cause was possibly due to rapid pacing during bav and plaque rupture. No cines related to the cracking of the surgical valve were provided so it is not possible to evaluate the sequence of events and determine root cause. The cause of death was reported to be st-elevation myocardial infarction (stemi) post-valve implant procedure from mid lad lesion. However, no autopsy was performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve was repositioned initially due to movement during deployment. Following deployment of the valve, a bav was performed as it was the decision of the surgeon to crack every tav in sav. It was reported that the tav did no result in the occlusion of the lad, but it was unknown if the cracked sav resulted in the occlusion or not. It was also reported that there was "hazy plaque" noted in the mid lad. The physician felt the cause was possibly due to rapid pacing during bav and plaque rupture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that an autopsy was not performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a previously implanted 25 millimeter (mm) non-medtronic surgical valve, the valve was initially deployed too deep at 6mm. The valve was recaptured and was successfully implanted. The implant team decided to crack the surgical valve per their protocol. It was noted that the team ¿always cracks surgical valves¿. The surgical valve was cracked with a post-implant balloon aortic valvuloplasty (bav), using a 24mm balloon. The measured mean gradient was less than 5 millimeters of mercury (mmhg), with trace to no paravalvular leak (pvl). St elevation was then noted with hypotension. Root angiogram showed wide open coronary arteries. Coronary angiography was performed and identified mid left anterior descending artery (lad) occlusion. Percutaneous coronary intervention (pci) was performed and subsequently lost flow, distal to the balloon location. The lad was stented and flow was again lost. Cardiopulmonary resuscitation (CPR) was initiated. The patient coded and was placed on femoral-femoral bypass. Multiple stents were placed in the lad and circumflex. Flow was repeatedly lost in the stented vessels. Resuscitation attempts continued off and on for several hours resulting in death. The cause of death was reported to be st-elevation myocardial infarction (stemi) post-valve implant procedure from mid lad lesion. It was unknown if an autopsy was performed.